Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:30pm. Patient ((B)(6)) called in stating that she wanted to check her meter because her meter was not giving her the correct reading and that she had been feeling nauseous all week. The reading on the prodigy meter at the time of the event was 146mg/dl. (B)(6) normal blood glucose reading around the time of day of the event is 130mg/dl. (B)(6) took all of her regular medications prior to seeking medical attention. (B)(6) went to ER on her own without calling paramedics. (B)(6) blood glucose reading upon arrival at ER was 40mg/dl. (B)(6) stated that they gave her glucose to raise her sugar level. (B)(6) glucose reading prior to discharge was 125mg/dl. (B)(6) total stay in hospital was 4 hours. When (B)(6) was discharged from the hospital she went home and tested herself with the prodigy meter with a 149 mg/dl and also performed a control solution test with a result of 61 mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.